Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that the device had nuisance air in line alarm as the tubing was not pushed back into the sensor. The product issue was reported to bd associate during site visit. Bd provided education on proper set loading, such as ensuring that the tubing is pushed back into the air-in-line sensor. There was no information on patient involvement.